Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 633 mg/dl. Customer also experienced hypoglycemia and hyperglycemia. The customer's current blood glucose was 600 mg/dl at the time of incident. Customer was feeling okay to trouble shooting. Customer other relevant blood glucose level was 700 mg/dl, 38 mg/dl and over 600 mg/dl. Customer treated low blood glucose level with carbs. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer had difficulty in breathing as a result of high blood glucose. The customer was treated with insulin and intravenous fluid in hospital. Customer was unable to complete care link upload. Customer declined trouble shooting for low blood glucose and high blood glucose. The insulin pump will not be returned for analysis.